Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Valve dehiscence is not a malfunction of the device. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through medical records that a patient with a 21mm 3300tfx valve implanted for 28 days was found to have dehiscence, with severe perivalvular aortic regurgitation valve. On day 31 underwent redo sternotomy and repair of the aortic root pseudoaneurysm. The pseudoaneurysm was repaired with sutures. The tee after repair showed no flow within the pseudoaneurysm, which had been noted preoperatively. The patient tolerated the procedure and was taken to ICU in stable condition.